Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in the USA of yeast diaper rash and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). On an unreported date, the patient experienced fungal peritonitis. The event of fungal peritonitis was amended to peritonitis with culture positive for candida unknown. The nurse clarified that on an unreported date, the patient had a yeast diaper rash. On an unreported date in 2011, the patient was hospitalized for peritonitis. On unreported dates, treatment included withdrawal of dianeal therapy, removal of the pd catheter, and placement of the patient on hemodialysis therapy. Additional treatment included the administration of IV (intravenous) fluconazole (dose, frequency, and duration not reported). The nurse stated that no known touch contamination had occurred and that the cause of the peritonitis was likely internal from the diaper rash. On (B)(6) 2011, the patient was recovering from the events and was discharged from the hospital. At the time of discharge, the patient continued to receive hemodialysis therapy. The nurse stated that the events of yeast diaper rash and peritonitis with culture positive for candida unknown were not related to dianeal therapy.

Manufacturer narrative:
(B)(4). The date of onset of this peritonitis episode is unknown. The sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported peritonitis was not confirmed. The cause of the peritonitis was no device malfunction or use error identified.